Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient's mother stated that each time the sensor is removed, the patient would have a large, marble-sized bumps with pus at the insertion site. The bump and pus would resolve after 3 ¿ 4 days. The patient has been evaluated by his physician and treated with two courses of oral antibiotics, but the issue recurs with subsequent sensors. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.